Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
(B)(4). MDR reference no. 1020279-2018-00069/1020279-2018-00070/1020279-2018-00090. Dear ladies and gentlemen, following receipt of additional information concerning this case, it has been determined that the initial report was submitted in error. Please therefore disregard this report. This issue was already reported under 1020279-2018-00074. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.